Event description:
An account stated that the brakes on this stretcher were inoperative.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician adjusted the brake casters in order to resolve the problem.